Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Top circular piece came away in mouth / part of the mechanism has sheered through / falls apart mid-use - oral-b dual clean brushheads [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2018 that she had a set of 3 oral-b dualaction (dual clean) brushheads. She replaced the brush head as required, and stated that the first brush head in the set lasted no longer than around 2 weeks before the top circular piece came away in her mouth; she explained that it appeared that part of the mechanism had sheered through and it had fallen apart mid-use. She asserted that she did not use her toothbrush in any way other than it should be used, did not press hard, and it had not been dropped. She noted that the second brush head of the set was working well to date. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Event description:
Report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on 28-mar-2018 that she had a set of 3 oral-b dualaction (dual clean) brushheads. She replaced the brush head as required, and stated that the first brush head in the set lasted no longer than around 2 weeks before the top circular piece came away in her mouth; she explained that it appeared that part of the mechanism had sheered through and it had fallen apart mid-use. She asserted that she did not use her toothbrush in any way other than it should be used, did not press hard, and it had not been dropped. She noted that the second brush head of the set was working well to date. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. Follow-up: a small piece of metal came off in the mouth. Toothbrush was an oral-b vitality.

Manufacturer narrative:
21-may-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 18-may-2018. Toothbrush heads confirmed to be counterfeit.